Manufacturer narrative:
The cutter was disposed at the facility. No product will be returned. The sterilization and lot history records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report was received from a user facility in (B)(6) indicating that the cutter was not cutting correctly during the procedure. The cutter would cut correctly only when held in horizontal position. No patient impact or injury reported.